Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to duplicate and verify the reported issue. The device's hlc battery is fully discharged and the device is unrepairable.